Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew of the device "came out with the wrench." The physician concluded that the device was "defective." The device was not used, and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.